Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.5/2.0/175 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a same model/ length lens due to low vault without rotation. Reportedly, "the position of the lens has been adjusted from vertical to horizontal." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).